Manufacturer narrative:
The customer confirmed that the buttons at top right of screen intermittently unresponsive. Have to touch outside of button to select. Performed cleaning and touchscreen calibration but problem still persist. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not functional. It was reported there was no patient involvement at the time the issue was discovered. Nvestigation ongoing.